Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer's daughter states that her father feels well and no medical attention is needed. The customer's expected blood results are 160-170mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 171mg/dl and 163mg/dl, not fasting. Reviewed meter memory: reviewed meter memory (B)(6). Customer daughter now helping customer that has parkinson run blood test 2 x daily. Date is correct in meter time is not.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of high results. Customer's daughter states that her father feels well and no medical attention is needed. The customer's expected blood results are 160-170mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 171mg/dl and 163mg/dl, not fasting. Reviewed meter memory: reviewed meter memory: 1:269mg/dl (B)(6) 2015 01:40:00 pm fasting:yes. 2:307mg/dl (B)(6) 2015 11:13:00 am fasting:yes. 3:510mg/dl (B)(6) 2015 11:11:00 am fasting:yes. 4:255mg/dl (B)(6) 2015 03:56:00 pm fasting:yes. 5:372mg/dl (B)(6) 2015 02:43:00 pm fasting:yes. Customers concern: (B)(6) 2015 11:11am 510 mg/dl. Customer daughter now helping customer that has parkinson run blood test 2 x daily. Date is correct in meter time is not.